Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "service required" codes were found in the ventilator's downloaded error logs. The device's blower motor, sensor board, flow sensor assembly and active exhalation control module were replaced to address the issues.